Event description:
A surgical technician claimed that she was exposed to bone cement through her employment. She further claimed that in 1995, she was diagnosed with severe occupational asthma allegedly caused by her exposure to methyl methacrylate. She has further claimed that the exposure supposedly caused hives, itching and severe bronchial asthmatic attacks.